Event description:
It was reported that the patient experienced a tone increase on the left side, which was moderate in severity. The patient was treated with medication, intensive physical, occupational therapy, and speech therapy. The physician also assessed the event as unlikely related to the procedure, not related to hardware, but has a possible relationship to stimulation. Additional information was received that the patient was also treated with intensive physical, occupational therapy, and speech therapy. Additional information was received that the event was assessed as not related to procedure, stimulation, and hardware.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 5066861. Product family: dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 5066864.

Event description:
It was reported that the patient experienced a tone increase on the left side, which was moderate in severity. The patient was treated with medication, intensive physical, occupational therapy, and speech therapy. The physician also assessed the event as unlikely related to the procedure, not related to hardware, but has a possible relationship to stimulation.